Manufacturer narrative:
The device was not returned for evaluation. No lot or part number information was available at the time of this report. The removal procedure was reported to have gone very well. Device not returned for evaluation.

Event description:
Upon insertion of an iol the haptic of the iol caught the malyugin ring scroll and pulled the entire malyugin ring into the capsular bag. A subsequent surgery was needed to remove the ring from the eye. There was no adverse patient impact.